Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it is presumed that the phenomenon was caused by excessive force applied, e.g. Roughly rubbed, at the time of carrying, storing, performing or cleaning the device. Long-term use may have resulted the reported phenomenon. As stated on the IFU (instruction for use) the user manual states: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The returned device was evaluated. Inspection found leakage on the elevator channel (a/w) air/water inlet. Heavy corrosions were observed on all camera switches and connectors. The c-body (control body) small cover was observed to be missing and loose probe unit was determined. Low tensions were also noted on the control knob. Based on evaluation findings the failures found probable cause could be attributed to use handling and or maintenance issue. This report will be supplemented accordingly following investigations. This MDR is being submitted retrospectively as part of a remediation effort related to the recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required reporting.

Event description:
Gross leak in the device co2 connection was reported. The issue occurred during reprocessing. There was no patient involvement, no user injury reported due to the event.